Event description:
It was reported that the pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer replaced the cartridge to resolve the issue and received tips from technical support on preventing future altitude alarms. The pump resumed normal operation.